Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 306 mg/dl. Patient's current blood glucose: 325 mg/dl. No delivery issue was also reported which was resolved by troubleshoot. The customer experienced symptoms such as heart palpitations, burning sensation in chest area, high blood glucose and vomiting. The customer has not treated himself yet. The customer was wearing the insulin pump during the hospitalization. The insulin pump is not expected to be returned for analysis.